Event description:
This lead was explanted and replaced due to loss of capture and over sensing. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 52 proximal to the lead tip. Only the distal fragment was received for analysis. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. Blood penetrated the lead. Further analysis of the lead revealed several abrasion marks along the lead body. The insulation was intact in these areas. In addition, the dc resistances of the conductor fragment were investigated and proved to be flawless. No peculiarities were found. No deviations were noted in the available lead segment which might have led to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.